Manufacturer narrative:
(B)(4). Batch #: v7009c. If further details are received at a later date, a supplemental medwatch investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch v7009c, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the white coating or attachment has fallen off in the first 5 minutes of use. This dropped part has been bent, placed crosswise on the scissor blade and handed over to the instrumentation by the surgeon, but is no longer available for inspection. There were no patient consequences.